Event description:
It was reported by the user facility that the machine pulled for saline backing up into the saline bag. Also had tmp issues and prolonged filling program.

Manufacturer narrative:
Investigation findings to date indicate the reported malfunction occurred during recirculation and prime (machine set-up), and typically not during dialysis mode. The saline bag refilling with dialysate was generally observed visually during recirculation. There have been no adverse events associated with the reported issue. The device was not returned to the manufacturer for physical eval and the failure mode cannot be confirmed. The problem was fixed by installing a new valve 43 and a high flow relief regulator. The parts were not returned for investigation. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material and process controls were within specification.